Event description:
It was reported that the patient was undergoing dialysis when ventricular tachycardia occurred. No therapy was delivered by the device so the physician performed chest compressions. The arrhythmia continued for about two minutes before stopping spontaneously, resulting in syncope and loss of consciousness. When the local representative checked the device, no episode was stored. The hospital monitor confirmed that the patient heart rate was below the device therapy rate of 170bpm. It was therefore concluded that no therapy was delivered by device due to programming. The doctor has decided to implant a transvenous system at a later date. There were no additional adverse patient effects. The system remains implanted.